Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 1 year apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot number is necessary. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported device was defective. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient needed a thicker insert due to laxity in the knee.